Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with ldhi2 lactate dehydrogenase acc. To ifcc ver.2 on a cobas 6000 c501 module. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The first sample initially resulted in an ldh value of 270 u/l when tested on a cobas 8000 c 702 analyzer. The sample was repeated on the complained c 501 analyzer, resulting in a value of 396 u/l. The sample was repeated on the c 702 analyzer, resulting in a value of 268 u/l. The sample was also repeated again on the c 501 analyzer, resulting in a value of 279 u/l. The second sample initially resulted in an ldh value of 987 u/l when tested on the c 501 analyzer on 08-may-2023. When repeated on the c 702 analyzer on 08-may-2023, the result was 348 u/l. There were no abnormalities with ldh calibration or controls. The ldh reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with cell aspiration during sample measurement and is related to pre-analytic sample handling.